Event description:
It was reported that the opticross catheter was misrecognized. An opticross 6hd and avvigo plus system were selected for ultrasound examination of the target lesion. During the procedure, the opticross 6hd was being identified as an opticross 18 while it was plugged in to the avvigo plus mdu. This resulted in the images not being to scale. There were no patient complications.